Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported no flow. The primary tubing set was being used to deliver an unspecified volume of normal saline, at an unspecified rate, via a plum pump. After an unspecified length of time, the male adapter of a needleless valve connector of a secondary tubing set was connected to the clave secondary port on the cassette of the primary tubing set for a piggyback delivery of an unspecified chemotherapeutic agent. It was reported that during backpriming of solution from the primary tubing set into the secondary tubing set prior to the start of the piggyback delivery, no flow of solution was noted. No specific details were provided. It was reported that after approximately 15 minutes, the primary tubing set was replaced and therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.